Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's knee arthroplasty was revised due to pain and a pseudo tumor along the resected tibial plane that created a hole through the cortical bone. Black color was also noticed around the device.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2017-00028.